Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens implantation surgery the lens was stuck in cartridge during loading process with no patient contact. Surgeon did not use because it may have been scratched and surgery was completed on the same day.